Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the system was explanted due to infection.

Manufacturer narrative:
Evaluation description included in block. Analysis was normal. No anomalies were found.